Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning, as it was unable to transfer fluid from the reservoir to the cylinders. Additionally, the patient experienced disability or permanent damage. A revision surgery has been scheduled. No further information was provided.